Manufacturer narrative:
One lead was returned for evaluation with the helix extended and meeting specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. The x-ray examination revealed the connector and helix regions to be normal. A visual inspection found wrinkling of the insulation, which is consistent with that occurring during the explant procedure. The reported even was not able to be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference: 2017865-2016-07610. The right atrial and ventricular leads were dislodged due to twiddler's syndrome. The leads were explanted and replaced and the patient was stable.